Event description:
Patient tested 4.8 inr, 8.0 inr, and 5.2 inr on the coaguchek xs system. The patient's coumadin dose was held based on a lab value of 5.0 inr. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.